Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that a few months prior the patient¿s pod site on their arm became infected. The father reported that while wearing the pod on their arm they were experiencing more pain than usual. They removed the pod and noticed the skin was red and the cannula looked "like a fork", as if it was split. The patient was not feeling well. They contacted their primary care doctor who advised them to go to the hospital. The patient was not admitted but remained in the hospital for several hours due to a staph infection. The patient has not used a pod since that time and is back on multiple daily injections. The patient was pretty shaken by the experience and is not sure if they will try op5 again or any pump. The patient was treated with antibiotics, but the patient¿s father could not recall the name of the medication.